Event description:
The MFR's rep reported that in late november. The pt experienced withdrawal that was unrelated to the refill, programming, or procedure. The hcp empted the pump reservoir and filled it with dye. The x-ray showed good perfusion to the cerebrospinal fluid. The pt is reported to not be receiving the drug and troubleshooting is being done. A follow up report will be sent when additional info is received.